Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sensing sixty hertz noise which cause a lead integrity alert (lia) to trigger for high rate non-sustained episodes and short v-vs. The ICD remains in use. No patient complications have been reported as a result of this event.